Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that the pump lost power. It was also alleged that the battery compartment threads were damaged, and the yellow o-ring of the pump battery cap was visible while attached. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 05/19/2014-device evaluation:the pump has been returned and evaluated by product analysis on 05/12/2014 with the following findings:a review of the pump black box data revealed no evidence of pump reboots to support an allegation of power loss. The battery cap secured properly to the pump to maintain power. No damage was observed to the pump battery compartment, and a power loss was not duplicated. The pump was exercised for 24 hours with the returned battery cap, and no power interruptions were observed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.